Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Valid phone number not provided.

Event description:
It was reported to philips that the device therapy delivery test failed. There was no reported patient involvement.